Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this dual coil implantable defibrillation lead exhibited anomalous pacing impedance measurements. This lead was replaced with another manufacturer's single coil defibrillation lead. No additional adverse patient effects were reported.